Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause was unknown. Based upon the information from the complaint, omsc surmised that the reported phenomenon occurred since the disinfectant solution concentration level was not checked after changing solution.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that 15 days after the last replacing of the disinfectant solution of the subject device, the user checked the disinfectant solution concentration level, and the disinfectant solution concentration level showed lower than the effective level. Reprocess was conducted 3 times during this period. The user reported that the disinfectant solution concentration level was usually checked each time but this time it was not done. Other detailed information was not provided. There was no report of patient injury associated with the event.